Manufacturer narrative:
(B)(4). The distributor in (B)(4) determined that the most likely cause of the reported event was a malfunctioning front panel assembly. The distributor in (B)(4) was shipped a replacement front panel assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the alleged faulty front panel assembly for evaluation. As of the september 30, 2015 the alleged faulty front panel assembly has not been received.

Event description:
The distributor in (B)(4) reported that the device's touch screen is unresponsive to touch. There was no report of patient involvement.

Manufacturer narrative:
Failure analysis (fa) lab received a vela front panel and conducted visual inspection. Visible ingress spots were noted around the edges on the touch screen display. The vela front panel was installed into a functional vela unit. The display was powered up in service mode and initialized patient-user displays and colors with no problems. Performed display calibration. The touch display interaction failed and could not be calibrated. The customers reported issue was duplicated and failed due to visible moisture residue under the screen membrane causing intermittent operation. The failure was isolated to the touch screen. This reported event considered a known issue addressed with an internal action. The vela front panel was scrapped.